Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6) (B)(4) captures the reportable event of wallflex biliary stent packaging seal compromised. The wallflex biliary stent has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx uncovered stent was to be used to treat a hilar tumor in the common hepatic duct during a biliary stent placement procedure performed on (B)(6) 2022. During the procedure, while unpacking the wallflex biliary stent, it was noted that the inner sterile pouch was compromised. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1. The initial reporter's address is (B)(6). Block h6: medical device problem code a020503 captures the reportable event of wallflex biliary stent packaging seal compromised. Block h10: a wallflex biliary uncovered stent and delivery system were received for analysis. The stent was returned partially deployed. Visual inspection found the outer sheath kinked and the stainless steel (handle) slightly bent. The inner shaft was returned kinking out of the guidewire access sleeve (gas) section. The outer sheath was stretched out in the gas section and the gas ramp was lifted. The pouch was returned opened with adhesive plaster sealing the pouch. No other issues with the stent and delivery system were noted. The investigation concluded that the observed events of stent partially deployed, outer sheath kinked, stainless steel (handle) bent, inner shaft kinking out of gas, outer sheath stretched out in the gas section, and the gas ramp lifted were likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the user which could have caused the partial deployment of the stent. It is possible that factors and/or conditions related to procedure during the use of the device could have limited the performance of the device and contributed to the observed events. A product labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu)/product label. The complainant reported that the sterile barrier was compromised. The dfu states "do not use if sterile barrier is damaged. If damage is found, call your boston scientific representative". However, the reported event of packaging seal compromised was not confirmed as the pouch was returned opened with adhesive plaster sealing the pouch. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on july 26, 2022 that a wallflex biliary rx uncovered stent was to be used to treat a hilar tumor in the common hepatic duct during a biliary stent placement procedure performed on (B)(6) 2022. During the procedure, while unpacking the wallflex biliary stent, it was noted that the inner sterile pouch was compromised. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.